Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was located on the right side of the abdomen and was described as red. The patient stated that he went to the doctor and was prescribed triamcinolone acetonide, which he used to treat the affected area. Date of intervention is unknown. No additional event or patient information was provided.